Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 43 mg/dl. The customer was treated for the low blood glucose with a juice and crackers. The customer stated that they recently lost their spouse and has been under stress. The customer was assisted with reviewing the settings on their insulin pump. The customer did not return the product back for analysis.